Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -10.0 diopter was implanted into the left eye (os) of a patient with pre-existing keratoconus on (B)(6) 2022. On 12-sep-2023, the lens was removed due to transient loss of bcva. Cause of the event is unknown. The problem is not resolved.

Manufacturer narrative:
Off-label - pre-existing keratoconus. (B)(4).